Event description:
Device history record were reviewed and nothing was found related to the reported event. Device log was reviewed but data was insufficient to confirm the reported event. Device was returned to brézins for investigation. The device could not be tested as it permanently triggered an air alarm which is not linked to the reported event. Device log review shows that on the reported date, may 10th, no volume was infused at all therefore could not be linked to this complaint. However internal inspection was performed and found that the flex of 1 ceramic is cut at soldering location (seems be tears off), which explains the permanent alarm. This kind of damaged is likely due to usability. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "pumps was used for infusion of 250 ml standard solution and 1 vial of iloprostat. Nurse declared to have set pump with flow rate 5 ml/h and time 30 minutes. After 20 minutes nurse noticed that infusion was almost finished, so about 250 ml were infused in about 20 minutes." Potential overdose. Reporting due to the referenced issue. There was no communication of any adverse effects sustained by the patient. More information is needed to complete the investigation.